Event description:
It was reported that at the implant procedure, the physician experienced placement difficulty of this right ventricular (rv) lead due to the patient's tortuous anatomy and required multiple repositions. After this lead was connected to the device with satisfactory electrical measurements, oversensing occurred immediately. The physician lowered the sensitivity of the device to resolve the event. At this next follow up appointment, boston scientific technical services were contacted to verify that these programming settings were the most optimal for this patient. It was recommended to perform conversion testing and diagnostic imaging to confirm the lead's integrity and location. The physician elected to surgically reposition the rv lead to resolve the event. The lead remains implanted and in service. The patient was stable with no adverse consequences.